Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The procedure was performed on a long cto subinitimally. As the physician deployed the protege everflex stent, he pulled back and felt resistance. The physician had to remove the sheath and the tip and 2-3cm's of the catheter and stent tore off and became stuck. The tip of the stent catheter as well as approximately 2-3cm's of the proximal end of the stent was sheared/broken off and lodged in the distal end of the 6fr sheath that was in the patient. The physician then took a shot of contrast and there was no flow (thus the sheared stent and broken tip of catheter were blocking flow). Once they realized that the tip of the catheter dislodged but did not go downstream, the physician opted to remove the sheath and put in another one. To complete the case the physician deployed 2 additional overlapping stents. The vessel and patient are okay.